Manufacturer narrative:
Summary of evaluation: evaluation shows the event was attributed to over stressing. The wall thickness has been increased to prevent recurrence.

Event description:
The reamer has debris coming off at the tip. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.